Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) during an episode of atrial fibrillation with rapid ventricular response which in turn induced ventricular tachycardia (vt) causing the patient to experience syncope. The patient was then cardioverted after the device delivered tachycardia therapy. The patient was held overnight in the hospital and their device was reprogrammed the following day. It was also reported the patient was no longer on their cardiac medication at the time of the event. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.